Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) and insulin history is as follows: (B)(6). The patient went to school and the doctor at the school sent her to the hospital with bg reading at 40 mmol/l (721 mg/dl) and dehydration. At the hospital they placed her on an intravenous therapy of fluids (2 bags), insulin (2 bags), and potassium (1.5 bags). The patient stayed in the hospital overnight and released the next morning with bg reading between 6 to 10 mmol/l (108 to 180 mg/dl). The pod was worn between 4 and 24 hours on the back.

Manufacturer narrative:
The returned device was evaluated and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.